Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, no image was present due to a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her visera 4k uhd camera control unit was not producing an image during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using another camera. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.